Manufacturer narrative:
(B)(4). Unresolved 510(k) k032426. The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
Additional information received on (B)(6) 2017 is as follows: patient alleges device was implanted on (B)(6) 2007 due to thrombosis. Patient is alleging device has caused vena cava perforation.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that "[pt] received a cook gunther tulip on (B)(6) 2007." It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Life threatening. According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.